Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The patient underwent surgical intervention to replace the lead and the helix presented extension/retraction issues. The information received states that the helix would not extend or retract, therefore the physician decided to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. The lead was returned in two segments, severed around 6 cm from the terminal end. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations, but confirmed the helix allegations based on the field report and the observation of tissue entwined in the helix. It was unable to test helix due to the severed lead, as the lead was returned in two pieces. In addition, inspection of the electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The patient underwent surgical intervention to replace the lead and the helix presented extension/retraction issues. The information received states that the helix would not extend or retract, therefore the physician decided to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyzed.